Event description:
Pt implanted in upper and lower vermilion borders on 2/11/98. Onset of infection 7/98 in perioral area. Pt treated with keflex 7/24/98. Implant explanted 8/10/98 and pt treated with keflex.